Event description:
It was reported that a patient and son were doing routine cassette change and a new cassette was added and no disposable alarm was displayed on the pump. The patient switched that cassette to another pump. It ran on that pump without any issues at all. The patient took the nearly-empty cassette that was not alarming and ran it on the first pump. The pump also ran without any issues at all. The patient and son requested that a new pump be sent to them. They will also send cassette. A new pump is being sent and a box for return of both pumps and cassette. No patient involvement or injury was reported.

Manufacturer narrative:
A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.